Event description:
On october 22, 2023, senseonics was made aware of an adverse event where the user's sensor was protruding through the incision site of the arm.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The user did not experience any type of trauma, pain, or infection to the insertion site on his arm. After removing the transmitter and adhesive, the user noticed the sensor protruding through the incision. The user contacted his hcp who instructed the user to remove the sensor from his arm. The user brought the sensor to hcp's office where it was discarded. No further investigation was found necessary for this complaint.